Event description:
The caller stated that they had a pt who received a 6dct tracheostomy tube on (B)(6), 2011. Some time after being cannulated, the pt's ventilator began to alarm and they noticed bubbling around the trach. The trach was removed and was found to have a leak in the cuff. The issue required recannulation with another unspecified brand/model/size tube that was not a part of routine trach changing. The caller did not know how long the trach had been in use, if it had been pre-tested, or how much pressure was used to inflate the cuff. The used tube was thrown away and the lot number is unk.

Manufacturer narrative:
The lot number is unk therefore the date of manufacture can not be determined.